Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that the white lid has disconnected from the inner gray lid on vials of the axsym anti-hcv reagent kit. The gray lid remains closed with the reagent probe crashing into it. There is no impact to patient management reported.